Event description:
It was reported that during a da vinci-assisted surgical procedure, the generator had low bipolar energy output. The customer replaced the bipolar energy cables and replaced the instruments, but the issue remained. The customer stated they have two bipolar instruments in use, but they are not firing simultaneously. The customer has the coag effect to 8. After power cycling, the issue remained. The customer noted that they were considering replacing the vision side cart. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. The unit was returned for failure analysis with the reported issue, and the issue was not confirmed using logs; however, log review revealed errors m-1c and 2-8a. Functional testing revealed that the unit powered normally and successfully cauterized across all ports and instruments without issue. The log showed errors m-0b and c-84. Based on these results, a definitive root cause could not be identified. The probable cause is attributed to a faulty electrical component inside the generator.